Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/25/2021. H.6. Investigation: a device history record review was completed for provided lot number 0223175. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, unused samples were returned for evaluation by our quality engineer team. The representative samples were inspected and no issues with plunger movement were identified when the plunger was pressed downwards. Based on the investigation results, a cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that an unspecified number of syringe 10ml reg pr saline 10ml fill had difficult plunger movement during use. The following was reported by the initialr reporter: "it was reported saline flushes are not flushing when attached to an IV catheter verbatim: bd team, I spoke to product complains I am receiving many complaints with these 10cc saline flushes. Item 306546. They are not flushing when attached to an IV catheter. I am copying my customer. Lots: 0223175, 0154213, 0188331. This needs to be addressed immediately as they have over 30 locations with these lots. Please advise. Dated of events for the attached complaints: md. Date of event: 01/20/2021. Date of event: 01/21/2021. Date of event: 01/22/2021. Date of event: 01/26/2021 , (2 occurrences lot 0154213 and lot 0188331). Date of event: 01/27/2021. From customer email 27-jan. This lot# of 10ml ns syringes is having an issue with flushing once attached to the angiocath. It can still aspirate but is unable to flush. It flushes fine when attached to the extension set alone.".

Manufacturer narrative:
"The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that an unspecified number of syringe 10ml reg pr saline 10ml fill had difficult plunger movement during use. The following was reported by the initialr reporter: "it was reported saline flushes are not flushing when attached to an IV catheter. Verbatim: bd team, I spoke to product complains. I am receiving many complaints with these 10cc saline flushes. Item 306546. They are not flushing when attached to an IV catheter. I am copying my customer. Lots: 0223175, 0154213, 0188331. This needs to be addressed immediately as they have over 30 locations with these lots. Please advise dated of events for the complaints: md date of event: (B)(6) 2021, date of event: (B)(6) 2021, date of event: (B)(6) 2021, date of event: (B)(6) 2021 (2 occurrences lot 0154213 and lot 0188331), date of event: (B)(6) 2021. From customer email 27-jan: this lot# of 10ml ns syringes is having an issue with flushing once attached to the angiocath. It can still aspirate but is unable to flush. It flushes fine when attached to the extension set alone."